Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13182, 2017865-2019-13183. It was reported that the patient presented in the hospital with endocarditis. The physician explanted the implantable cardioverter defibrillator system, particularly the device, right atrial lead, and right ventricular lead. The patient was recovering post-procedure.

Manufacturer narrative:
As received, a lead was returned in two pieces. Electrical testing found no anomalies. Additional findings: failure event observed during analysis. Final analysis found a lead returned in two pieces measuring 14.1 cm. (Connector portion) and 50.5 cm. (Distal portion). Visual examination found fibrosis on the distal portion, as well as an external insulation abrasion due to friction to the device can or patient anatomy breaching the ring electrode (re) and superior vena cava (svc) cable lumens at 9.1 ¿ 10.2 cm. From the distal end. An internal insulation abrasion breaching the re cable lumen was noted at 7.2 ¿ 8.7 cm. From the distal end as well as breaching the svc cable lumen at 29.0 ¿ 29.9 cm. From the distal end. No visual anomalies were noted on the connector portion. X-ray examination found the svc shock coil stretched and filars overlapping themselves at the distal portion. No conductor fractures or internal shorts were noted. The etfe cable coating was normal.